Manufacturer narrative:
We have received the complaint device for evaluation. We observed an inflated balloon in this catheter and the distal ligature has slipped above the skive hole. As a result, the balloon failed to deflate. We observed an excessive stretching of the catheter lumen. The total length of the catheter lumen was measured to be 46.5 cm. The initial report stated that the malfunction occurred during the pre-use check. However, based on the condition we received this device, this device appeared to have been used in the patient. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured products. Our IFU properly identifies the risks associated with the use of the tuftex over-the-wire embolectomy catheter to its users. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. We have sent a list of follow-up questions to the hospital but have not yet received a response despite our repeated attempts.

Event description:
The balloon of the tuftex over-the-wire embolectomy catheter failed to deflate during the pre-use check. So, the surgeon used another catheter for the procedure.